Event description:
It was reported that when removing previously installed set screws intra-operatively, the tips of two virage t15 final tighteners sheered off. The instrument fragments were all recovered without patient impact. The procedure was to address proximal junctional kyphosis and was not related to the existing construct. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that when removing previously-installed set screws intra-operatively, the tips of two virage t15 final tighteners sheered off. The instrument fragments were all recovered without patient impact. The procedure was to address proximal junctional kyphosis and was not related to the existing construct. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: this event could be attributed to excessive torsional forces applied during use. DHR review: there was one non-conformance associated with this lot related to the supplier not providing complete/correct paperwork. The correct/complete paperwork was received by the supplier and the lot re-inspected prior to the lot leaving highridge medical control. The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00244.